Event description:
It was reported when using the bd vacutainer® edta 2k the fill line is printed out of alignment. There was no report of impact to the patient or user.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 11-jun-2024. Investigation summary: bd received 1 sample and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for incorrect fill line position was observed. Additionally, the customer sample were evaluated by visual examination and the indicated failure mode for incorrect fill line position with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect fill line position. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k the fill line is printed out of alignment. There was no report of impact to the patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.